Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the event was unable to be reproduced olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to service where the evaluation was unable to duplicate the reported errors. The evaluation found the board connector pin was damaged and a non-olympus lamp. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had two errors: e102 (clv lamp outage failure) and e103 (irregular lamp ignition). The issue has happened three times with two different bulbs that were replaced 500 hrs. Before. The bulbs used were not original equipment manufacturer (OEM) but had been used for 10 years with no issues. Twice a patient was involved with no accident. There were no reports of patient harm. Related patient identifier: (B)(6).